Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a bone tendon bone surgery was performed. During the femoral drilling over the drill pin, the tip of the low profile drill has broken off. The drill pin was then slightly bent. The surgeon wanted to retrieve the broken fragment of the drill from the knee, but could not find it. The patient was x-rayed during the surgery to find the broken fragment, but the surgeon could not locate it on the image converter. The broken part remains in the patient's knee. According to the surgeon, he does not want to perform a second surgery. Overall, it was a very difficult surgery. The surgery was completed successfully with arthrex device ar-1409.

Manufacturer narrative:
Complaint confirmed, the reamer head broke off from the device. The most likely cause of the event is hitting the guide pin during use.